Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a thorascopic lobectomy, the device was unable to fire and unable to squeeze the handle. The patient is alive with no injury.